Event description:
A purchasing coordinator reported a scratched lens. Additional information received stated that the scratch was noticed during surgery and there was patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The intraocular lens (iol) returned in two pieces in lens case. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratched lens". The returned iol has solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).